Event description:
It was reported that the voltage for down stream occlusion rests at 2-3mv. Cassette issues was also reported. No patient injury was reported.

Manufacturer narrative:
No information has been provided to date. Device evaluation: the device has not been returned. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Additional information received on 01-sep-2022 via email and attached in complaint object: there was no patient involvement and the error or failure occurred during testing only. H6: event problem and evaluation codes: updated h10: device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One device was received. Visual inspection noted the upstream sensor seal was worn. A review of the history log found multiple high alarm displayed: downstream occlusion. The complaint could not be replicated as functional testing found the downstream sensor to be functioning as intended. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Replaced the "dso" sensor as preventative maintenance.